Event description:
It was reported that a proultra endo tip separated. No pt injury resulted as no pt was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #5 separated. Though no pt injury resulted (as no pt was involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approx 19.5mm from the bend. No visual defects were noted.